Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd angiocath¿ plus IV catheter was found with ¿foreign material on the catheter tube surface.¿ there was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the returned units and confirmed the reported observation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7167466. 1 photo was returned for investigation. Fm was observed in the returned photo. 3 actual samples were returned for investigation. Sample 1 was returned in opened packaging. Sample 2 and 3 were returned without packaging. Returned sample: the actual samples were subjected to visual inspection. Clear lump fm was observed on the catheters of the returned samples 1 and 2. Cannula pierced through catheter was observed on sample 3. No fm was observed on sample 3. Abnormalities observed on returned samples: the clear lump fm for sample 1 and 2 was subjected to fourier transform infrared spectroscopy test. The ftir results showed that the spectrum of the clear lump fm matched the spectrum of silicone and the catheter lubricant used in the manufacturing facility. Cannula pierced through catheter sample 3 was challenged at the automated vision inspection system. The system was able to reject the nonconformance and the sample was sent into the reject bin. Clear lump fm was observed on the catheters of the returned samples 1 and 2. Cannula pierced through catheter was observed on sample 3. Investigation conclusion: silicone was used in the catheter lubrication process in the manufacturing facility. The probable root cause of the nonconformance could be due to the catheter surface contact with the lubricated dropped parts on the meshing tray at the lubrication station. The meshing tray has been modified to remove the possibility of catheter surface contact with the lubricated dropped parts. The affected batch was produced after the implementation of the above action. A communication will be conducted to all manufacturing personnel to raise awareness on the nonconformance. Cannula pierced through catheter: the nonconformance could have occurred during assembly of catheter and cannula or during product application when the product was manipulated. However, there is an automated vision inspection machine, which can detect and reject product with cannula pierced through catheter in the assembly process. Hence, the root cause of the nonconformance could not be determined.